Event description:
A malfunction alarm was reported by the customer, specifically identified as malfunction code 0. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction occurred again.